Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the stylet was inserted into the left ventricular (lv) lead. The stylet was then difficult to remove from the lv lead. The physician applied force subsequently removing the stylet and breaking the is4 header. The physician then inserted the is4 header into the device and electrical parameters were in range. No further action was performed. No patient adverse consequences were reported.